Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system biometric identifier was not running. A technical support specialist (tss) logged into the carefusion administrator (cfnadmin) profile and verified that the services pipe timeout registry entry was present on the station. The tss then accessed the windows services console (services.msc), opened the properties of the lumidigm service, and configured the recovery settings by setting the first, second, and subsequent failures to restart the service, with a restart attempt after one minute. The station was then rebooted, after which normal operation was restored, resolving the issue. The system functioned as intended after the technical support specialist (tss) troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system biometric identifier was not running. However, there were no delay and adverse events or injuries reported based on this event.